Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the drill not fitting was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed on the device which found that it failed the temperature assessment and had a drilled leg. It was determined that the issue with the failed temperature assessment was due to the bearings being worn and corroded causing the attachment device to heat up. It was further determined that the issue with the drilled tip was failure to follow the directions for use. When the burr device was improperly loaded into the attachment and then installed onto the drill device, the burr did not seat properly in the locking chamber. The attachment was forced into position which placed the distal tip of the burr in compression. At that point, the tip of the burr was in direct contact with the tip of the attachment. When the drill was started, the burr drilled into or through the tip. The assignable root causes were determined to be due to user error and normal wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the drill device was not fitting in the craniotome device. During in-house engineering evaluation, it was observed that the device failed the temperature assessment and it had a drilled leg. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.